Event description:
The dr reported the bur came off of the handpiece during a dental procedure and the pt swallowed the bur. The pt went to the hosp for an x-ray, which confirmed that the bur was in the pt's intestine. The pt passed the bur without incident.